Event description:
It was reported that during a supply change the cartridge was leaking, and the user was instructed to clean the pump reservoir with a dry q-tip and complete a full supply change using new supplies. Customer care provided support that included troubleshooting and user education. Investigation of this case revealed a suspected supply handling or seating issue associated with the cartridge and pump reservoir interface. Symptoms included no reported clinical effects. Outcomes included no alerts, alarms, or need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling during the supply change.